Event description:
Customer reports via phone that they have experienced multiple events where the luer lock nut detaches from the syringe tip during an injection. Customer has discarded syringes and does not know details of injection protocols.

Manufacturer narrative:
Manufacturer report: root cause identified: explain: root cause has not been identified. Conclusions: the luer lock, once it is assembled should not detach from the barrel; syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA (B) (4) was initiated to address the reported complaint.